Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five days following an open procedure for a right parathyroid gland adenoma, the patient had experienced pain and undergone an operation to have the area rinsed. The surgeon had found some gel-like substance in the area along with fat necrosis and cell disintegration. A drainage was laid. A third operation was done after seven days where the surgeon made a deeper rinse and found some parts of the patch. These were removed and a new drainage was made. The patient was provided with an open-wound treatment.